Event description:
The pt was reportedly experiencing sound quality issues. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Testing showed that the pt's device was functioning. The pt's device was explanted and the pt was reimplanted with another advanced bionic cochlear implant.